Event description:
During a knee arthroscopy, an extravasation occurred. The doctor stopped the pump for 45 minutes to reduce the excess fluid. The pump and tubing were changed out and the procedure was completed. No further information reported.